Event description:
Customer reported a failure code 500. Customer reported there were no patient injuries associated with this report. Customer did not have information whether incident occurred during patient infusion.